Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9280140. Customer states that the needle hub separated. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200852449, 200852357, 200852361] noted that did not pertain to the complaint. There was one (1) notification [200851653] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a quality notification (zm) #200851653 was created for oos shield pull. Debris was collected on the dial. Corrective action: cleaned the debris out of the dial.

Event description:
It was reported during the bd insulin syringe with the bd ultra-fine¿ needle had the hub separate from the device. This event occurred 2 times. The following information was provided by the initial reporter: "the needle hub separated."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200851653] noted for out of spec shield pull. Conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during the bd insulin syringe with the bd ultra-fine¿ needle had the hub separate from the device. This event occurred 2 times. The following information was provided by the initial reporter: "the needle hub separated."